Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) had a pacing problem. There was patient involvement, but no harm was reported. After removing the fiber optic cable, the device functioned normally. There was no patient harm or injury was reported.